Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare provider (hcp) indicated the date of onset of the reported event was (B)(6) 2003. The patient experienced itching and increased spasticity. Troubleshooting included reservoir access, bolus programming, catheter access port (cap) access, and x-ray. The fractured catheter was discovered in the operating room (or) at the lumbar fascial site. The patient had been playing with the pump and caused it to flip. This likely put undo pressure on the catheter at the anchor. The catheter was replaced to t6 on (B)(6) 2003.

Manufacturer narrative:
Other relevant components include: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter.

Event description:
Information was received from a healthcare provider regarding a patient receiving unknown drug via an implanted pump. The indication for use was intractable spasticity. It was reported the patient's intrathecal catheter fractured in 2003.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.